Manufacturer narrative:
Additional contact information: (B)(6).

Event description:
Information was received indicating that a cadd legacy plus, mdl 6500, over infused. It was reported the pump finished the infusion and indicated there was 18.7 ml remaining when the cassette was empty. The reporter further indicated when they attempted to restart the pump a message no disposable alarmed. No adverse patient effects were reported. No additional information is available at this time.